Event description:
Unit was explanted due to report of no output. No further injury or complications associated with event. Device exceeded its published projected longevity. Failure analysis indicates loss of hermeticity.